Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explanted per the revised battery voltage guidelines within the micron advisory. The chronic lead system was not compatable with the replacement device and thus lead system was extracted. However, during the lead extraction as a result of the leads being fibrosed into the pt's tissue the superior vena cava was perforated resulting in blood loss and eventual death. New information received indicates that this pt and/or a representative of the pt has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Upon receipt at guidant, the device was interrogated and found to have a battery voltage of 5.2v. The device passed manual pacemaker and defibrillator testing and the charge time for the first manual capacitor reformation was within normal limits. The battery status was found to be eos and removal of the device was consistent with advisory recommendations.